Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. H3: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The ila loading unit received had a full complement of staples and a bent knife blade assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if excessive force is applied to advance the firing knob during application over a thick tissue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a partial gastrectomy procedure. For the first firing, the surgeon tried to fire the device. However, the knife did not move forward. It was noticed that the knife was disengaged from the knife channel. Replaced by a new cartridge and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.